Event description:
Pt was hospitalized on (B)(6) 2011 with elevated blood glucose of 350 mg/dl and diabetic ketoacidosis. Pt was treated with an insulin IV and was discharged the next day. A company rep exchanged the infusion device and found there was humidity in the cartridge compartment that smelled of insulin. It was reported the pt is "not very compliant" and occasionally has difficulty changing the insulin cartridge. Pt rec'd add'l training. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.